Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4)-incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. The complaint device was received inside the expressew gun. The complaint can be confirmed. The needle was found jammed inside the chamber, and the front distal tip of the device was broken off. The mitek sales rep indicated that the user tried pulling the needle out from the front of the gun when it broke. Removal of the needle from the front end of the gun is not the intended path for removal and will result in the needle becoming jammed. When the needle becomes jammed in this way inside the gun, further stress put on the needle from pulling tension will cause the needle to break therefore user mishandling can be considered the root cause for the reported failure. No lot numbers were supplied which precludes conducting a DHR review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep reported that after a rotator cuff procedure, the needle in the customer's expressew auto capture broke inside the gun. There were no patient consequences since the procedure was done. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.